Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, the ¿up¿ button had tactile issue, contamination was found under all the button contacts, there was evidence of moisture intrusion in the battery compartment and battery compartment was found to have cracked. This report is made based on the results of investigation completed on 01/26/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim display with pinkish contrast. The keypad button cover was thinning while the ¿up¿ button responded intermittently. Removal of the keypad cover found contamination under all the button contacts. Moisture intrusion was evident inside the battery compartment. The battery compartment was found to have cracked from the top to the grip pad and from below the grip pad to the case seal. A leak test showed the pump was leaking where the cracks were located. Pump casing was open and no additional evidence of moisture intrusion was found inside the pump. (B)(4). Initial reporter name and address: (B)(4).